Event description:
On 06/27/2024, it was reported by a sales representative via sems-06601486 that an ar-18800-03 driver shaft broke during a case with no further information provided. Another device was swapped and the case was completed with no adverse effects to the patient. This was discovered during a procedure, with no reported patient harm. Additional information was provided on 7/1/2024: the tip of the driver was twisted due to the torque placed on driver. This occurred during an orif clavicle procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone preparation and/or prying/leveraging the screw during insertion.